Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-130mg/dl fasting. Verified the strips expire 7/20/2017. Customer confirms the strips have been properly stored and were first opened 1/28/2016. Customer performed a back to back blood test and obtained 202mg/dl and 210mg/dl fasting. Reviewed meter memory: (B)(6).customer concern of results above expected range. Customer is asymptomatic and states that there has not been any recent changes in medication,diet, and/or exercise.